Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: it is alleged that the patient was implanted with a bard/davol "marlex" mesh (flat mesh) and a non bard/davol mesh product on (B)(6) 1999 and (B)(6) 2007. The attorney's report alleges erosion, infection, fistula, nerve damage, pain, and explant.